Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident was 440 mg/dl. The customer did not feel well as a result of the hyperglycemia. The customer treated by removing his set and reconnecting the same set and resuming insulin pump therapy. Troubleshooting did not occur as the no delivery alarm occurred in the past. No products were returned or replaced.